Event description:
The pt contacted lifescan and reported that their one touch ultrasmart meter kept turning off. The pt reported that when the meter is turned on, check code would be displayed. However, when the ok button is pressed, the meter would turn off instead of displaying 'apply blood'. The pt went to their diabetes educator to get their experience any symptoms at the time of concern. During troubleshooting, the pt was walked through resolving the issue, however, the issue was not resolved.